Manufacturer narrative:
B3: day of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that air was leaking into the probe. There was patient involvement and no patient harm/adverse event reported. Total of 3 occurrences.

Manufacturer narrative:
H3 and h6. Evaluation codes: updated. Three (3) pictures were received from the customer. Two (2) samples were received in used condition, inside a plastic bag which is not its original packaging. A functional leak test was performed and both samples failed. The complaint was confirmed. A root cause was not established. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.